Event description:
Info received indicates sets were leaking at the connection between the end of the set and the injection port. Meds such as tpn, milrinone and 5fu were in use. The actual sets used on pts were discarded in the home. Delay in treatment and replacement of medication occurred but no pt injury occurred. Special visits were made by nurses to address issue. A total of 8 events were reported, but the specifics of which part numbers and lot numbers associated with each event was not provided. A list of lot numbers that may have been involved was provided.

Manufacturer narrative:
Total twenty three (23) brand new admin sets were returned to moog medical in (B)(4) for eval as follows: (B)(4), lot # cf1120906, qty. 7; (B)(4), lot # cf1120907, qty. 12; (B)(4), lot # cf1120216, qty. 4. The admin set with a non-vented cap was air pressurized of 1 psi and put under water and it did not leak. Then the admin set was connected to the alaris valve with the non-vented cap, a leak was detected. The location of the leak was at the connection between the admin set and the alaris valve. The complaint was confirmed. Root cause is still under investigation. Potential lots affected: cf1120216, cf1120217, cf1120906, cf1119512, cf1120907.